Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration failure of the vitrectomy probe occurred before surgery. The procedure type was unknown. The surgery was completed after replacing the cassette pak with another one. There was no patient harm.

Manufacturer narrative:
Two opened probes were received, one with and one without tip protector, a tubing with radio frequency identification (rfid) and no probe, in a tray, for the report. Sample 1: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests. Sample 2: the sample was visually conforming with the needle completely broken off at the stiffener sleeve. No functional testing could be performed due the probe needle broken condition. No wear assessment could be performed as the remaining needle/inner cutter was not returned. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample one was found to be conforming, therefore as described in the complaint was not confirmed on returned probe sample one and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation was unable to confirm the reported aspiration failure on returned probe sample two due to the probe needle broken condition. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported aspiration failure was not confirmed on returned probe sample one, the reported aspiration failure was unable to be confirmed on returned probe sample two an exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. However, investigations have been completed in relation to the related non-conformances identified within the non-conformance review. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).